Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a difficult microintroducer advancement is confirmed but the exact cause remains unknown. One guidewire was returned for evaluation in two segments. The main segment measured to be 33.6 cm and the shorter segment measured to be 4.6 cm. The distal end proximal weld tips were found to be intact. A bend in the short segment was present 1.5 cm from the distal end. Microscopic observation of the distal tip revealed the coil wire to be elongated away from the weld tip. The presence of a bend in the wire may have contributed to the difficult advancement. The event description suggests the guidewire was cut in an attempt to remove the bent region. Since a bend in the guidewire may have contributed to the reported event, the complaint is confirmed but the exact cause remains unknown. Additional possible contributing factors include damage sheath tip, bent microintroducer, and inadequate skin nick. A lot history review (lhr) of redu4235 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during placing the catheter in this patient at 10:00 am, the operator found that the microintroducer was slightly deformed at the end and the introducer sheath was difficult to be inserted. When attempting to cut off the deformed segment at the end, the operator found it impossible and its inner guide wire got exposed. Considering the catheter placement safety in this patient, another puncture was performed and a new kit of PICC catheter was used, causing no adverse effects on the patient. On 07/01/2021- the returned guidewire was broken.